Manufacturer narrative:
The bur subject to this MDR was returned for eval. It was visually confirmed that the bur head had broken off at the joint between the shaft and the head. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure on the right foot, the head of the bur had broken off. It was further reported that the bur head was removed from the surgical site while irrigating the wound. No adverse consequences were reported and the procedure was successfully completed.